Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As it was reported that force was applied during the removal of the protective sheath, it should be noted that the omnilink elite instructions for use, IFU, warns: ¿applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components.¿ in this case, it could not be determined if the use of force or inadvertent mishandling caused or contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It may be possible that the stent was inadvertently grasped with the protective sheath during removal causing the reported resistance and resulting in the stent dislodging from the balloon; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from returning to not returning.

Manufacturer narrative:
H6: medical device problem code 2017: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate report numbers.

Event description:
It was reported that the procedure was to treat a lesion in the iliac arteries with heavy calcification. The 8.0x59mm omnilink elite stent delivery system (sds) had resistance with the protective sheath and the stent came off the delivery system. There was force applied during the removal of the protective sheath. The stent was found on the floor and had been crushed possibly when the protective sheath was being removed or by the physician's foot. Two 8.0x59mm omnilink elite sds also had resistance with the protective sheath but were carefully removed and successfully used in the procedure. A third omnilink elite stent was used and completed the procedure without any issues. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.